Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. There was a persistent atrial septal defect (asd) following the procedure. Almost two months after the procedure physicians decided to close the asd due to its persistence. The patient was discharged.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint # (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation. The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence based on the report provided by the edwards clinical specialist. Cardiac wall damage or perforation are known potential adverse events for teer procedures. Certain procedural factors such as excess manipulation or improper bailout could lead to unwanted damage to anatomy. There is no information that indicated these specific factors directly resulted in the event. No manufacturing non-conformities were identified as no product or imaging were returned. Available information does not suggest a specific cause that may have contributed to the reported event. A definite root cause is unable to be determined.